Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was charging and was therefore unable to test due to no power. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. The patient reportedly manages her diabetes with an unknown injection pen (other than insulin) and it is unknown if she made any changes to her usual diabetes management routine as a result of the alleged issue. Approximately 1 day later, she claimed she developed symptoms of "sweating and anxiety" and self treated by increasing her food/drink consumption that same day. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was brand new. The patient was using the correct test strips. The meter would not complete the rapid charge and therefore the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.